Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
As reported: "head disassociation from the stem. Revision procedure to remove stem and re-implant restoration modular stem."

Manufacturer narrative:
Reported event an event regarding disassociation involving an accolade stem was reported. The event was confirmed via clinician review. Method & results product evaluation and results: the reported device was not returned however a photograph was provided for review. The photo shows the stem trunnion was significantly worn, which is consistent with the loss of taper lock. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a femoral stem due to trunnion deformity with head disassociation 11 years after implantation. I can confirm that this event took place since I was able to see the xray with the deformed trunnion and the disassociated head. The implant stickers for the revision surgery were present. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of head disassociation are multifactorial including surgical technique factors, patient activity and weight, as well as possible implant factors. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "head disassociation from the stem. Revision procedure to remove stem and re-implant restoration modular stem."